Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) results obtained from a unicel dxi 800 access immunoassay system for several pts. The customer re-ran the samples and the results were within normal reference range. It is unk if the initial results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Field service engineer (fse) was on site on (B)(4) 2008 to investigate the event. The fse performed a system check which failed. The fse replaced dispense probes, wash collar and sample probe which was partially clogged with gel. The fse then cleaned the dirty wash wheel, performed alignments, level sense test, carryover and system check. All test passed within specs. The sample probe aspirated gel due to short sampling. Customer error is the root cause of this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 thru (B)(4) 2010 for add'l reportable events.